Event description:
It was reported that the ambicor penile prosthesis (app) device was explanted due to a pending pump erosion and concern of an infection. A salvage irrigation protocol was performed. A new 9.5mm x 16cm spectra penile prosthesis (spp) device was implanted. Additional information received states the patient presented with scrotal discomfort. The pending erosion was in the scrotum. There was no infection confirmed or identified, it was just a concern due to the pending erosion. "A salvage irritation washout was performed only as a added measure of precaution." There were no further patient complications.